Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product has not been returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. If more information becomes available manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a set screw backed out post-op.